Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation. Impedance measurements were normal. Movement caused stimulation changes. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.